Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a dirty chiller unit. After successful calibration, cooling always breaks down aborts again and again, cooling can be performed in stages, cooling unit cleaned with my available means, problem persists. Thorough cleaning of chiller unit to resolve issue. Pm performed. Replaced heater, mixing pump, circulation pump, and drain ports. The device passed the procedure and can be placed back into normal use. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the reported event is a use-of-device failure and therefore the reported event is not manufacturing related. Correction: d, e, f, g, h initial reporter phone number provided: (B)(6). Initial reporter full facility name: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during sample evaluation the arctic sun device had cooling problems.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone number provided: (B)(6). Initial reporter full facility name: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during sample evaluation the arctic sun device had cooling problems.